Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: the customer had performed a cartridge change on (B)(6) 2017 at 12:20pm. The following is an evaluation on insulin delivery per the pump logs. The family allowed the pump to continue running after the customer passed away at the set basal rate which has allowed us to track the delivery of the insulin until the cartridge was empty. The bolus of 8 units on (B)(6) 2017 appears high for this individual, as he had a max bolus setting of 8 units. There is no evidence of a device malfunction or failure.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that at 5am on the morning of the event, the customer was reported to be feeling okay. However, by 8am, the customer felt that blood glucose (bg) level was low (exact value was not provided) and bg level was addressed with juice and soda. Customer continued to feel that bg level was low; therefore, emergency medical services (ems) was called and administered treatment. Bg level was then reported to be 215 mg/dl and the family declined the customer to be taken to the hospital. Thirty minutes later, ems was called again, but were unable to revive the customer, who subsequently passed away. The customer had just begun using the pump for insulin therapy 5 days prior to death and reportedly the therapy results had been good. On the day prior to death, the tandem clinical diabetes specialist (cds) had accompanied the customer to an appointment with the healthcare provider (hcp) and therapy was reported to be going well.

Manufacturer narrative:
Additional information was received from (B)(6) medical examiner's office. The cause of death was determined to be due to natural causes. Primary cause was acute necrotizing pyelonephritis complicating charcot-marie-tooth disease. Secondary cause was diabetes mellitus.